Event description:
(B)(4). The dentist reported 2 months after the dental implants was installed in intraoral region #6 verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type iii.

Manufacturer narrative:
(B)(4).